Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #m9343u . A single nslg2c35 device was returned to the pi lab in cincinnati. The complaint stated there was foreign matter attached to the jaw, but no obvious material was observed on the device when it was received in cincinnati. The distal end of the device was examined with an optical microscope and images of the jaw were taken. Images of the jaw taken with the optical microscope. There were numerous areas on the jaw that had missing epoxy. The image on the right side of the page in the middle shows the proximal end of one of the sides and this is the typical appearance of the epoxy. It is a continuous bead of material that is in between the electrode and the jaw. However, there are many locations especially at the distal end where part of the epoxy has chipped away from the device. Conclusion: upon inspection there was no obvious foreign material attached to the jaw. The doctor most likely observed pieces of the epoxy that had broken from the device and were adhering to the device or protruding from the interface. The pieces that the doctor observed were probably lost in transit back to the analysis site. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, it seemed that a foreign matter was attaching to the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). No instrument was received for analysis. This is an evaluation of the photos or images provided by the customer. Image 1: the photo shows a device that appears to have been used in surgery. The device in the picture looks like an enseal g2 curved jaw 35cm. The device shows to have the electrical cable cut near the where it enters the instrument. Image 2: this is a close up of the instrument jaw. It appears to have a small piece of epoxy missing from the jaw. No conclusion could be made as to the cause of the detached epoxy. An image was reviewed and no batch information was provided specific to the image.